Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional vessel closure devices are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using three proglides after a percutaneous coronary intervention using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed for all three devices. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss could not be tested/ confirmed as the plunger, link, suture, posterior needle tip and cuffs were not returned. In addition, analysis of the returned device found a posterior foot break. The detached foot was not returned with the proglide device. Additional information received from the account noted there were no technical problems, and no foot separation was found during use. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties appear to be related to high angle of insertion or manipulation during device insertion. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.